Event description:
Upon interrogation of the device a message was received indicating that the device was nearing end of service. Battery life estimate with current programmed device parameters revealed that the device should have approx 1.30 years left to end of service. Generator replacement surgery is planned. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.